Event description:
The customer was hospitalized with dka. Customer was found unconscious and had artifical respiration. The history was downloaded by a medtronic sales representative, but the doctor believes the problem is the pump and requested a replacement.